Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that fibrin was present in reverse typing of a few samples with erytype s abd+rev.a1, b on tango optimo. Customer stated that due to the fibrin negative reactions of reverse typing were false positive. The customer returned the supposedly defective product, but not the patient samples that had caused false positives. Our quality control laboratory tested the complaint sample of erytype s abd+rev.a1, b with different donor samples on tango optimo. All positive and negative reactions were correct. Only in one case the negative result in reverse typing was not completely resuspended. Visually assessed it was clearly a negative reaction. Erytype s abd+rev.a1, b is a microtest plate ready for use for abo blood group typing. The wells for the antigen typing (forward testing) contain dried monoclonal antibodies. The wells for the reverse typing do not contain any sera or reagents, the wells are empty. During the processing of the erytype s abd+rev.a1, b, the donor samples and reagent red blood cells are pipetted into the wells of the reverse typing. Red cells of donors and patients are pipetted into the wells for the forward testing. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.